Event description:
The caregiver for the pt was using a hoyer lift to transfer the pt to a wheelchair. The lift had missing nuts, parts of the lift were loose. The lift tipped over on its side with the pt suspended in the lift sling. The pt was lowered to the floor without injuries noted. The fire department was called and the pt was assisted back to her bed. The contracted equipment co was called for repair/replacement of the hoyer lift.